Event description:
It was reported by field service engineer, while not in therapeutic use the v60 displayed error code indicating data acquisition printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. There was no patient involvement. No reports of harm or injury. This investigation is ongoing.

Manufacturer narrative:
H10: the remote service engineer (rse) provided that during the onsite visit, the error code 100a was displayed on the v60 ventilator. The customer discussed with a technician the replacement of the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable and replacement of the da pcba. The customer was provided with replacement part information and pricing for both the aforementioned cable and da pcba. The customer stated within their good faith effort response that they verified the 3.3v and 2.5v settings were working correctly. Both readings were within tolerance so no parts were ordered or replaced. If the error shows up again, the customer will replace the recommended parts. The device was reported to be outside of use at the time of the reported problem.